Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed elevations in power and estimated flow associated with pi events, a specific cause for the pi events could not be conclusively determined through this evaluation. In addition, a direct correlation with the left ventricular assist system (lvas) could not be conclusively established. The submitted system controller log file contains data from 12aug2017 05:30:48 pm through 03oct2017 10:37:24 am. Several elevations in power and estimated flow were observed throughout the data, reaching values up to 14.3 w and 12.0 lpm, respectively. These elevations appeared to correspond with pi events. Despite the observed parameter fluctuations, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 60 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. The patient¿s system controller log files were submitted to the manufacturer for review. No clinical symptoms were reported. No further information was provided. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed an increase in pump power and a decrease in average pi over time within the approximately 52 days of data. This type of trajectory in past experience had been linked to the presence of thrombus.